Manufacturer narrative:
A field service engineer (fse) conducted a site visit and was able to confirm the reported error via the error logs and finding entries of error 2180. The fse was able to reproduce the reported issue by running a cup transfer test and getting an error 2180. The issue was resolved by replacing the bf table. The fse adjusted and confirmed alignments x-axis for the bf table and bf wash. The instrument was validated by performing quality control (qc). The qc results passed and was within published ranges. The aia-2000 analyzer is functioning as expected. No further action required by field service. A 13-month complaint history review and service history review for similar complaints were performed for the serial number (B)(4) from (B)(6) 2020 through aware date of (B)(6) 2021. There were no similar complaints identified during the searched period. The aia-2000 operator's manual under section 04 - error messages states the following: [2180] x-axis cup transfer cup detection failure. Cause: the s082 cup-gripping sensor failed to detect a cup before the cup pickup operation. The measurement result will be flagged (mf flag or se flag). Solution: contact tosoh service center or local representatives. The most probable cause of the reported event was due to failure of the bf table. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
Customer reported an error 2180 x axis cup transfer cup detect and associated error 2181 a axis cup transfer pick-up failure. Prior to contacting technical support line, the customer rebooted and did an all set home and the waste cup test failed. A field service engineer (fse) was dispatched to address the reported issue which caused a delay in reporting luteinizing hormone (lh ii) and intact parathyroid hormone (ipth) patient samples. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.